Event description:
The customer reported a fluid leak of approximately 10ml from a coulter lh 750 hematology analyzer after instrument startup. The leak was not contained within the instrument and no error messages were observed by the customer at the time of the event. The instrument was considered to be down and the laboratory shifted their work to a backup instrument. The customer was wearing personal protective equipment consisting of a laboratory coat, eye protection, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 04/08/2015. The fse confirmed the leak; the blood sampling valve (bsv) pads were not fully sealed, which caused the bsv knob to become loose contributing to the leak. The fse tightened the bsv knob, resolving the leak. (B)(4).